Event description:
It was reported that this implantable pacemaker recorded a voltage alert. Boston scientific technical services (ts) discussed data needs to be sent in for analysis to get replacement interval. This implantable pacemaker was explanted, and a new pacemaker of the same model was placed. No additional adverse patient effects were reported.